Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient visited the hospital complaining of feeling fatigue on (B)(6) 2017. When it was interrogated, the pacemaker was unexpectedly found to have entered standby mode. After the pacemaker was re-initialized, the parameters were reprogrammed back to the original values. Then, patient's feeling of fatigue was disappeared, the follow-up was finished.